Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. H3 other text : device not returned.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. It was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. Customer consumed carbohydrates to try and address bg. The customer went to the emergency room (ER) where they went through blood tests and were treated with intravenous fluids to address bg. The customer was discharged the same day with the issue resolved and no permanent damage. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.